Event description:
It was reported the patient had 4 catheter revisions and a pump explantation on (B) (6) 2000 was the fifth revision. The patient stated, the pump would slip down and turn so refills were not possible. The pump was repositioned "5 times". The patient reported he had "gotten an infection associated with all 5 revisions". It was not clear if the catheter and pump revisions were the same events. The pump was eventually removed due to a staph infection in 1999, 2000, or 2001. No symptoms were reported. The hcp gave no further details regarding any infections process involved with the catheter revisions or specifics for the revisions. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).